Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 300-01-11, (B)(4) - equinoxe, humeral stem primary, press fit 11mm; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere; 320-15-05, (B)(4) - eq rev locking screw; 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 3 days postop the initial implant, the (B)(6) y/o male patient dislocated and returned after right shoulder dislocation. This patient¿s initial implant was difficult due to a preexisting fracture and soft tissue damage. The entry point of the humerus was too medial tipping stem into a varus position, medial edge had fractured (perhaps during broaching). Glenosphere, screw, stem tray and liner removed. Entry point lateralized and long cemented stem implanted with upsized glenosphere, new tray liner and screws. Patient was last known to be in stable condition following the event. Devices were disposed of by the facility.